Event description:
It was reported that the pump battery could not be charged. The customer's blood glucose level at the time was 180 mg/dl, which is within the normal range. Initially, the pump was plugged into a usb cable and a wall outlet without response, and further attempts with different cables and outlets yielded the same result. A replacement pump was provided to the customer.